Event description:
It has been reported to us that the physician had difficulty removing the guidwire from the patient during the procedure. The physician inserted a guidewire into the patient. The physician performed intervention on the left arterial descending artery. The physician attempted to remove the guidewire and the distal tip formed a knot resulting in difficulty removing the guidewire. The physician used a balloon catheter and was able to successfully remove the guidewire. During the removal of the wire the guide catheter was slightly engaged in the coronary artery resulting in pain felt by the patient. Patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt. Device evaluation anticipated, but not yet begun.